Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level reaching 23 mg/dl. Customer consumed glucose tablets to initially address bg and the paramedics provided assistance by transporting the customer to the emergency room (ER). The customer was admitted to the ER where healthcare providers administered intravenous glucose to treat the low bg. The customer was released with the issue resolved and no permanent damage. Reportedly, the cause of the low bg was due to the basal iq (biq) not terminating insulin deliveries when the customer was trending low; insulin deliveries continued to deliver according to the customer¿s settings. Upon pump review, it was discovered that the biq settings was off; cause of biq turning off was not known. Recommendation was made to consult with healthcare provider regarding diabetes management.